Event description:
It was reported to philips that the system did not power up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not power up rse verified that an internal short circuit was discovered in the energy distribution assembly of the angiograph. The philips field service engineer (fse) visited onsite and found that the ny board and the nearby boards were burned in the pdu (power distribution unit) due to a short in the unit that affected multiple parts of the device. The cause of the problem was a short circuit that impacted the pdu unit (power distribution unit) and some circuit board subsystems. To resolve the issue on 7th june 2024 fse replaced the pdu (power distribution unit), after replacement of pdu (power distribution unit) the system was returned to use in good working order. The codes were updated based on the investigation outcome.